Manufacturer narrative:
G2: the country of the event is japan. H3. Device evaluation summary: product analysis #288941164:9560524 lot# my21f001 after visual and optical examination and functional testing, it appears that the threads of the knurled locking screw are worn from what appears to be repeated normal use. This is consistent with anticipated wear. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a device used in micro endoscopic discectomy(med). It was reported that the product was hard to use. There was no patient involved in the event and no further complications/symptoms were reported. Additional information was received from the manufacturer representative that when checking the fixation force during the inspection, the movement of the wheel was quite hard.